Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was confirmed that the device had unintended activation/motion. The assignable root cause of the failures identified during service and repair were determined to be due to component failure from wear UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation/motion and cord damage. It was further determined that the device failed pretest for visual assessment and safety assessment. It was noted in the service order that during pre-surgery, it was discovered that the motor device did not work. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.